Event description:
Customer called to report a broken reservoir on the insulin pump. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.